Manufacturer narrative:
The device has been returned for evaluation; this is pending and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was no image while using the camera head. The issue occurred during preparation for use and there was no delay in procedure and no patient harm associated with the event.

Manufacturer narrative:
The returned device was evaluated, and the user's request of a ¿no image¿ malfunction was confirmed. The device evaluation found a faulty image sensor (ccd) which caused loss of image. The DHR retention period is 15 years. Since the equipment in question was manufactured more than 15 years ago, the DHR could not be verified. Based on the investigation, no nonconformances were found. A definitive root cause cannot be identified. The most probable cause is traced to component failure. To mitigate damage to the device, the instructions for use provides the following: endoscope image erasure and freeze if the endoscopic image unexpectedly disappears or the freeze cannot be released during an examination, immediately stop use and remove the endoscope from the patient in accordance with the warnings in "chapter 4: instructions for use. Continued use under such conditions may cause injury to the patient, bleeding, or perforation. The following must be strictly observed the endoscopic image may disappear unexpectedly during the examination or the freeze may not be released. Do not clean, disinfect, sterilize, or store this product with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and damaging the electrical circuitry inside the product due to water leakage. Be very careful not to scratch the camera cable with sharp objects. Do not bump or drop this product. Water leakage may damage the electrical circuits inside the product. Connect the video connector to the otv-s7pro when it is sufficiently dry, including the electrical contacts. Wet connection may cause malfunction. If the camera cable is curled up, do not pull it forcibly, but straighten it gradually. There is a possibility that the camera cable will break. Do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. When wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. Doing so may cause the camera cable to break. Hold the camera head, not the camera cable, while operating the endoscope. There is a possibility that the camera cable may break. Do not secure the camera cable using a pair of pins or the like. There is a possibility that the camera cable may break. Olympus will continue to monitor field performance for this device.

Event description:
This supplemental report is being submitted to provide the results of the investigation.